Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip. (B)(4).

Event description:
It was reported that the customer had cracks on the insulin pump. Customer's blood glucose level was 201 mg/dl. There were cracks around the reservoir and it has little pieces breaking off. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.